Manufacturer narrative:
The concomitant products: webster 10 pole: model # d-1255-12-s, lot # unknown. Soundstar: model # m-5723-12, lot # unknown. DHR review: the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during avrt/wpw procedure, brockenbrough was conducted because left atrioventricular reciprocating tachycardia (avrt) was expected. After brockenbrough, mapping of the left atrium under v-pace was conducted with the navistar catheter and intracardiac electrophysiology study (eps) started. But during eps, the patient made a big motion. Then 2:1 atrioventricular block (or av block) and the blood pressure reduction were observed. And the patient's heartbeat stopped. Effusion was confirmed by the ultrasound findings, so drainage was performed immediately. A percutaneous cardiopulmonary support (pcps) and thoracotomy procedure were also applied for the patient. Then, the vital signs became stable and the patient was carried to ICU. According to the physician when the catheter was inserted into the patient, the combined sheath was close to the wall of la. Therefore, the catheter would have penetrated the wall of the heart.

Manufacturer narrative:
On (B)(6) 2013, the customer notified biosense webster that carto 3 with model # fg-5400-00j and serial # (B)(4) was one of the concomitant products related to this event. (B)(4).